Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture and high thresholds. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.